Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The image processing card was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that there was no image displaying on the monitor of the 7900 system. No patient injury was reported.